Event description:
It was reported that using a femoral artery access approach during a procedure of the left anterior descending (lad) artery the 2.75 x 28 mm xience xpedition stent delivery system (sds) was positioned across the lesion. There was no resistance or difficulty noted placing the stent. Upon attempt to inflate the balloon to deploy the stent, a leak was noted. It was suspected that the connection to the indeflator was faulty but it was later observed that the sds had a small hole at the junction between the hub and the hypotube shaft. Additionally, the physician was to pull back the system and put in another stent; however, it was noted that the stent was partially expanded. A quick inflation technique was used to bring the stent up to size and the stent was deployed in the target lesion. This was successful and the physician post-dilated with an appropriately sized balloon. The outcome was very good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.